Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed to move intuitively. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Failure analysis found the secondary failure of misaligned roll gear to be related to the customer reported complaint. The instrument housing was removed for inspection and the instrument was found to have a misaligned roll gear, likely causing the intuitive motion failures. The instrument was compared to an in-house instrument and confirmed the gear tab, which indicates that the instrument is in "home position" was in a different location.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the instrument would move in the opposite directions as that of the manipulators. A backup instrument was used. The procedure was completed with a backup instrument and there no reported injury.